Event description:
It was reported the patient's pdm (personal diabetes manager) battery is swollen and the screen is no longer readable. No impact on the patient's blood glucose levels was reported and no medical treatment was required for reported thermal event. The patient discarded the device. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant, the device has been discarded and is not available to be returned for investigation. We are unable to confirm the battery event or determine its root cause. The reported device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.3 cgm sensor type: g7 lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.